Event description:
On july 21, 2010, a doctor reported that a crown that had been placed with maxcem elite cement de-bonded two months after placement. This is the second of three reports.

Manufacturer narrative:
A doctor reported that a crown that had been cemented with maxcem elite clear had debonded. The instructions for use for maxcem elite states that the syringe must be bled prior to use. The doctor stated that he neglected to perform this step. The product was not returned from the doctor, therefore a retain sample was tested for adhesive strength and was found to be within product specifications. The investigation results, as well as the doctor's statement, have led to the conclusion that the debond was due to user error and not to a product failure. (B)(4)